Manufacturer narrative:
The setup joint (suj) was returned for failure analysis and the reported failure was confirmed through the logs. According to the report, the suj had experience error 23072. The proximal harness was also found to have been cut.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system reflected recoverable error 23072 on the set up joint (suj1), universal surgical manipulator (usm1). The customer recovered the fault and disabled the usm1 to resolve the issue. The procedure continued as planned. There was no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed the issue and replaced the setup joint (suj) and potentiometer (pot) to resolve the issue. The system was tested and verified as ready for use. Isi has received the suj; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.